Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that an electrode dislodgement was visualized on a computed tomography (CT) scan that was taken for non-cardiac reasons. The electrode was in the left parasternal location. A revision procedure was performed where the physician experienced difficulty extracting the electrode. Ultimately the physician surgically abandoned it and implanted a new electrode. No additional adverse patient effects were reported. At this time a serial number of the electrode has not been provided. Requests for serial number information have been made. The report will be updated if additional information is received.